Event description:
Healthcare professional reported via poster, "reoperations for complications after gel stent implantation or trabeculectomy" from egs conference, noting the following postoperative events requiring reoperation in the unknown eyes after gel stent implantation with mitomycin c: 36 patients due to bleb fibrosis, 1 patient due to suprachoroidal hemorrhage/effusion, 1 patient due to blebitis and or endophthalmitis, and 6 patients due to corneal edema.

Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.